Event description:
It was reported that the patient experienced shortness of breath, hypoxia, and slight tachycardia, leading to hospital admission. The patients medical history is significant for congestive heart failure, atrial fibrillation, chronic obstructive pulmonary disease, and obstructive sleep apnea. Laboratory testing was positive for respiratory syncytial virus (rsv). The patient was treated with duoneb, solu-medrol, and furosemide, and underwent electrocardiogram and laboratory evaluations. The patient remained hospitalized for two nights and was stabilized with diuretic therapy before being discharged. The event is reported to have resolved. The reported event occurred approximately four months after the intracept bvn (basivertebral nerve) ablation was performed. The reported event was assessed as not being related to the device or procedure.